Event description:
It was reported patient was running gemzar and while in the bathroom she noticed drips on the floor, chemo and ns were stopped. Chemo tubing was leaking from the blue loading piece above the pump segment of tubing. Patient was disconnected and a spill kit was used to clean up pump and bathroom; none reached the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.